Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the total daily dose history revealed a 16.8 units delivered. The pump showed no data in the basal history for that date due to no basal rate changes occurring. The pump was exercised for 24 hours with no issues; no basal rate changes occurred during testing. The pump history accurately recorded events during testing. Per analysis of the complaint, the pump records only changes in the basal rate consistent with normal pump function.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was missing basal history for (B)(6) 2013. The reporter indicated that the pump history started on (B)(6) 2013 and went to (B)(6) 2013. The reporter confirmed that the time and date in the pump were correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.